Event description:
It was reported that the patient was missing bilateral coverage of her neck and arms. Surgical intervention was undertaken on (B)(6) 2022 and the lead was repositioned, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2022 in which a additional lead was added, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.